Manufacturer narrative:
UDI -- (B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after a month, a hakim programmable valve with siphonguard was suspected of being obstructed and was revised. Blood was confirmed to be in the removed valve. The product will be returned.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The valve was returned for evaluation. The valve was visually inspected: the proximal connector was missing, needle holes in the needle chamber, and biological debris was noted inside the valve. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and leaked only from the needle holes in the needle chamber. The valve was reflux tested and failed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. A review of manufacturing issues found the device conformed to specification when released to stock. The root cause for the missing proximal connector could not be determined. The root cause for the pressure issue is due to the biological debris found on the ruby ball, the biological debris was not letting the ball sit correctly. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.